Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive board was replaced and calibrated during the service call.

Event description:
It was reported that the 9800 system would not fluoro. No patient injury was reported.